Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an atrial fibrillation case, a pericardial effusion was noticed. It is thought that the heartspan transseptal needle either "nicked" the aorta or the roof of the left atrium. After isolating three of the pulmonary veins, there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by ice and echo. Medical intervention was a pericardiocentesis procedure with 1.5 l of fluid being removed. "Kcentra" prothrombin was injected through the central IV line and "floseal" thrombin gel foam was also injected into the patient's pericardial sac. After about 30 minutes, another transthoracic echo was performed for confirmation and the patient was then taken into ICU for further monitoring. The patient was reported to be in stable condition. No further patient consequence to report.